Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (5000 mcg/ml at 1000.7 mcg/day) via an implantable pump for spinal pain indications. It was reported that the patient had minimal relief with increase to dose. They were unable to determine at this time if there were any factors that may have led or contributed to the issue. Motor study was successful. Dye study was able to withdrawal csf (cerebrospinal fluid) and dye was visible in the catheter but it was not dispersing adequately. The surgeon will schedule for full catheter replacement. The issue was not resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of report was alive - no injury.